Manufacturer narrative:
The device has been returned, but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
This a loaner device that was sent to the customer. Customer performed multiple microbial testing for the device which tested positive for presence of microbes. Per the standards of infection control established in australia, the device was placed in quarantine. The microbial test was performed prior to use with no patient involvement. Subsequently, the device was decontaminated and returned. The results of the microbial tests are as follows: on (B)(6) 2022: presence of micrococcus species less than 15 cfu. Action to be taken: re-leak test, manual cleaning, reprocessing, microbial testing. On (B)(6) 2022: presence of micrococcus species 1 cfu, acinetobacter species 1 cfu. Action to be taken: re-leak test, manual cleaning, reprocessing, microbial testing. On (B)(6) 2022: presence of stenotrophomonas rhizophila less 10 cfu, micrococcus species less than 10 cfu. Action to be taken: re-leak test, manual cleaning, reprocessing, microbial testing.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The customer confirms that the device was reprocessed in line with the instructions for use and reprocessing manuals of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - due to a chip on cap cover, insulation resistance value at distal end does not meet the standard value - due to wear of angle wire, bending angle in up direction does not meet the standard value: - adhesive on bending section rubber has a crack. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The same bacteria were detected in the first microorganism test and the additional test, though the detected location was unknown. Therefore, the possibility that reprocessing was conducted insufficiently can not be denied. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.